Manufacturer narrative:
From the device history record, lot number 11sf02-sh, no exception was recorded in the device history record that could lead to the reported incident. No sample was returned for investigation, only photo was provided. There was a small pile of fuzz noted in photo. Supplier performed an investigation on their processes. It was found that a few operators in washing workshop did not strictly follow the operation instructions. In order to save time, the product was put into the washing machine with multiple pieces ground together for washing, resulting in not fully being unfolded and linting was not completely cleared. After observation, they found the phenomenon was occasional. In terms of inspection for linting, they always keep the inspection rule: linting weight for every 10 pieces of or towel =0.38g and the test results were within allowable range. The following corrective/preventative measures were taken: 1) retraining was conducted to all the workers in washing workshop as they must strictly follow the specified operation procedures. 2) they have to spray or towels into washing machine piece by piece. 3) quality coordinator inspector will do random inspection for washing or towels in the workshop.

Event description:
Based on information received from the customer, the blue towels in the packs are allegedly leaving behind blue lint. The concern is that the lint has been found on the wires that are inserted into the arterial system. (Left catheterization) per the customer there was no injury to patient.